Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the ivc. It was further reported that two limbs are contacting the anterior and posterior walls of the aorta, and a detached limb is in the right pulmonary artery. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly, the patient experiences chest pain, right side abdominal pain, and shortness of breath; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven years post deployment, the patient was examined for right inferior chest right flank pain. CT revealed linear metallic foreign body was present within the anterior medial basal segmental artery to the right lower lobe corresponding to embolization of a fractured strut from the patient¿s ivc filter. Approximately two years later, CT revealed that one of the ivc struts had detached and found in right pulmonary artery. It was also observed that two of the struts were in contact with anterior and posterior walls of the aorta along with ivc struts expanding/extending outside the ivc. Therefore, the investigation is confirmed for perforation of the ivc and limb detachment. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: movement, migration, fractures or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/or dislodgment due to large clot burdens. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the ivc. It was further reported that two limbs are contacting the anterior and posterior walls of the aorta, and a detached limb is in the right pulmonary artery. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly, the patient experiences chest pain, right side abdominal pain, and shortness of breath; however, the current status of the patient is unknown.